Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed occlusion test . No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 23-jun-2022 via email and attached to complaint object: the event occurred during use with a patient. There was no medical intervention as a result and the outcome of the event is ongoing. No further information is available. D10: correction: device available for evaluation: yes correction: date device returned to manufacturer: 02-jun-2022 h4: correction: device manufacture date: 27-jul-2000 h6: correction: evaluation codes method: b21 [4118] - type of investigation not yet determined c139464

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced downstream occlusion sensor and upstream occlusion sensor. The cause of the reported problem could not be determined. Product is beyond 22 years from manufacture date of 2000-02 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 5 months 16-dec-2021 and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6500.